Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. One photograph of the unit was provided for evaluation. An unknown black foreign matter was observed at the drip chamber base. The reported defect was observed, but not confirmed to be a manufacturing defect. All available information was forwarded to the supplier for further evaluation. The supplier (borla) conducted an investigation based on the provided photograph and lot number. According to the suppliers control plan, the product undergoes visual inspection by machine operators four times per shift, with 72 samples checked during each control. No records of parts with visible defects were found. Additionally, the supplier reviewed the batch from which the complaint sample originated and found no visible defects in the soft chamber. However, without a physical sample, it remains unclear what the contamination might be. Unfortunately, the supplier was unable to provide further information, and no corrective actions were initiated. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: I am passing along a concern from our operating room. They noted that "there was some sort of black residue inside of the secondary tubing yesterday that was noticed before administering to the patient. It was stuck to the side so it wasn't from the antibiotic. No patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.